Manufacturer narrative:
This is initial/final MDR report being submitted with associated MFR# 3008264254-2017-00060. (B)(4). Concomitant medical product: sheath introducer (4fr superseath, medikit); guidewire (0.016 gtwire, terumo); guiding catheter (4fr diagnostic catheter); micro catheter (progreat, terumo). A non-sterile orbit galaxy cmplx fill coil 2.5x5 was received coiled inside of a plastic bag. The delivery tube was inspected and no damages were noted on it. The introducer was not returned for evaluation. The support coil and gripper was found without damages while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope; the gripper was found without damages while the embolic coil was found stretched. The functional test could not be performed as the introducer was not returned for evaluation. The review of lot 17622796 revealed that 5 defects were for damaged coil and may be related to the reported complaint. However; the DHR review confirmed that the rejected units were properly segregated and discarded. The failures reported by the customer as ¿coil - impeded-in introducer¿ could not be evaluated as the introducer was not returned for evaluation. The stretched condition noted on the embolic coil was apparently caused by excessive force applied on the devices but it could not be conclusively determined. Neither the analysis nor the DHR suggests that the failure reported could be related to the manufacturing process; handling and procedural factors could have contributed to this condition. No corrective or preventive actions will be taken.

Event description:
As reported by a healthcare professional, during the procedure, resistance was experienced with the microcatheter when using the orbit galaxy complex fill coil (640cf2505/17622796). The procedure was coil embolization of an aneurysm at the internal thoracic artery and lateral thoracic artery. The patient¿s vessel was not torturous and not calcified. An approach was made from the right femoral artery; the micro catheter was approached to the left chest wall branch and coil embolization was started with the orbit galaxy fill. First coil (2.5mm*5cm) was inserted and placed without any problem however the 2nd og cmplx fill coil (2.5mm*5cm complaint product) could not be advanced into the hub of the micro catheter although it was pushed with the delivery tube in the situation before peeling away. The coil was removed from the patient¿s body and was pushed with the delivery tube again outside of the body, then the coil was exposed from the sheath without any problem. However, when the coil was reinserted the same issue occurred. The coil was replaced with another one. The 3rd and the 4th coils were inserted and placed without any problem. The procedure was successfully completed without further issues. However, due to the event it was delayed by 5 minutes. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to (and after) the event. No unintended detachment was observed in the vessel or in the microcatheter. The product will be returned for investigation. No further information is available."